Event description:
It was reported that the patient received six inappropriate shocks and that there was a fracture in the subclavian area visible on x-ray. The patient began having lead integrity issues after a refrigerator was dropped on the patient's chest. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.